Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working and would not inflate. The physician suspected fluid loss. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).